Event description:
Overdelivery reported. There was a reported overdelivery on the secondary line. Additional info has been requested. If any significant info is received, it will be forwarded to the agency.